Event description:
A customer contacted beckman coulter regarding an erroneuosly low troponin (accu tnl) result from a single pt that was generated by the synchron lx I 725 instrument. The accu tnl result was 0.00g/ml. The result was reported out of lab. The customer indicated that all tnl samples are run as part of a cardiac panel and was repeating (using the pt original sample) the test due to a "device error" on myoglobin result. During the panel repeat, the customer obtained accu tnl results of 3.73ng/ml and 3.43ng/ml. The customer then tested the pt original sample for accu tnl on another instrument in their lab. The tnl results were 3.83ng/ml and 3.69ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.